Event description:
Patient scheduled for laparoscopic hysterectomy and possible salpingo oophorectomy. When the trocar was inserted, the protective sheath did not cover the blade after insertion. The blade severed a small vein branch off of left iliac artery and the case had to be changed from a laparoscopic case to an open case to repair the severed vein.